Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer felt very weak and confused and was unable to self-treat, requiring third-party to obtained blood glucose reading of 36 mg/dl and provided cookies for treatment. A new sensor was also replaced. There was no report of death or permanent impairment associated with this event.